Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed non-sustained right ventricular oversensing (nsrvo) episodes due to oversensing noise and myopotentials on the right ventricular (rv) lead. No changes were reported; the device will continue to be monitored. The patient condition was stable before, during, and after the interrogation.

Event description:
Additional information received notes that programming changes were performed to resolve the issue. The patient condition was stable before, during, and after.

Event description:
Additional information received notes recurring issue of right ventricular (rv) lead oversensing noise. Programming changes were performed to resolve the issue. The patient condition was stable.